Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6) 2018 at 11:11 pm due to a high blood glucose of 445 mg/dl and diabetic ketoacidosis. Blood glucose at the time of the call was 293 mg/dl. Customer experienced symptoms related to high blood glucose such as nausea, vomiting, body aches, weakness, and a headache. The customer was wearing the insulin pump at the time of admission. The customer was treated via hospitalization. Troubleshooting was performed. It was reported that the cannula was bent. The insulin pump will not be returned for analysis. It was stated that the auto mode feature was not in use.